Event description:
A report was received by ciba vision on 10/8/2001 that a pt had a memorylens implanted. At exam in 2001, the dr noted a crack through the center of the lens surface. The dr explanted the lens and replaced it with another product.